Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device has a "power issue." The customer noted that the "machine will run fine, but after a time it will shut down and continue to pump but give a communications error alarm." The customer noted that the device was plugged to ac power outlet at the time of the event. It was reported that there was no patient harm as "it continued to deliver medications and the nurse heard the alarm."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device has a "power issue." The customer noted that the "machine will run fine, but after a time it will shut down and continue to pump but give a communications error alarm." The customer noted that the device was plugged to ac power outlet at the time of the event. It was reported that there was no patient harm as "it continued to deliver medications and the nurse heard the alarm."